Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447. Specific product details are not available. The exact event date is unknown. The publication is attached. Complaint conclusion: as reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery, one patient developed unstable stent migration that migrated distally. The stent was ¿captured¿ and balloon-expanded with an unknown balloon in a site other than originally intended with no harm to the patient. The products were not returned for analysis. No lot numbers were provided therefore product history record (phr) reviews could not be generated. The reported ¿stent migration¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics are unknown. As no lot numbers, catalogue codes or other product information was supplied phrs could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. Migration of the stent may have occurred for a number of reasons, including inadequate expansion at implantation, and somatic growth of the patient resulting in an enlarged pulmonary artery allowing the stent to then migrate. The limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery, one patient developed unstable stent migration that migrated distally. The stent was ¿captured¿ and balloon-expanded with an unknown balloon in a site other than originally intended with no harm to the patient. The device will not be returned.